Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during ventricular events. In addition, the right ventricular (rv) lead had occasional undersensed beats noted after episodes. The leads remain in use. No patient complications have been reported as a result of this event.